Event description:
The pt was implanted with a siltex saline on 4/8/94. Subsequently it was noted that the pt's breast had developed an infection and capsular contracture and the device was removed. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.